Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was returned in a condition that made analysis impossible. A follow-up report will be filed should any significant supplemental information become available.

Event description:
This is a report received by baxter (B)(4) hospital via the account manager. It was reported that an aqualine adult was involved in an incident where a powder like substance was noticed in the line. At the time of the problem it was reported that a patient was on haemofiltration for a couple of days. While returning blood to the patient they noticed that there was a powder like substance in the pre-dilution line where it connects to the access line just before the filter. There was no patient injury reported at time of logging. Patient is stable. The unit was asked to keep the line set for collection; they did not have the original packaging.